Event description:
A falsely elevated troponin I result of 1.6 ng/ml was obtained on a pt sample. The result was reported to the physician. The original sample was retested on an alternate analyzer and a negative result was obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin I result was heterophilic interference.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was heterophilic interference. The IFU for dimension ctni flex reagent cartridge contains the following info: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.